Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling and stress testing without duplicating the customer's report. An internal inspection involving display cables found no discrepancies. The lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements and this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.